Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, e216 error occurs when communication between the camera head and the processor fails. It was determined that an image was not displayed and e216 error occurred because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, there was a cut mark on the cable. Thus, it was determined that it snapped due to the cut. Additionally, friction occurred in the movement due to a rusty coupler. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and caused the e216 error code as well as the failing image. Additionally, it was noted that there was friction in the movement of the coupler unit due to heavy amounts of corrosion. The unit was unable to focus properly due to a defective focus switch on the charged coupled device unit (ccd). The ccd also had a deformed switch present. Cut marks were found on the cable. Multiple white dots were noted in the image of the camera head. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not functioning properly during a laparoscopic cholecystectomy procedure. According to the initial reporter, the staff were able to complete the procedure using the subject device. There was no patient harm or consequence reported as a result of this event. An olympus field service engineer (fse) was dispatched to the user¿s facility to evaluate the device. While there, the fse discovered that the camera was working in good condition but had rust on the coupler and was displaying an e216 scope communication error. The fse restarted the system, and it cleared the code.